Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issues was identified. Based on the results of the investigation a definitive root cause could not be determined. However is likely that incompatible scope error (e315) was due to conduction failure due to water invasion of scope connector, dirt on electric contacts on connector or breakage of image sensor unit. The event can be prevented by following the instructions for use which state: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection are shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instructions manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ''troubleshooting''. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4 ''returning the endoscope for repair''. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3 ''preparation and inspection'', do not use the endoscope and solve the problem as described in section 5.2, ''troubleshooting guide''. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ''returning the endoscope for repair''. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ''withdrawal of the endoscope with an irregularity''. Warning never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 error (incompatible scope). The event occurred during a diagnostic procedure. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additional findings were as follows: e216 error due to defective charged coupled device unit and the image disappears during angulation in up/down directions. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.